Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient got an occasional jolt when she moved which started after implant. Contact 0 had an open impedance which has been normal since implant. The jolt was typically felt when leaning back or reclining. No further complications were reported.